Event description:
It was reported that pump battery would not charge and charging connection was unstable or not recognized despite use of different wall outlets, adapters, and charging cables. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump, provided instructions for storage mode and setup of replacement device including reconnecting continuous glucose monitor, and instructed customer to return problematic pump using pre-paid label within 10 days.